Event description:
It was reported that during the tha, the surgeon could not combine the distal spacer (10mm) with the omnifit j-eon cemented 132d due to a loose fitting. Therefore, he tried to combine an 11mm spacer instead of it. However, the 11mm spacer was also loose in the distal hole of the stem. The surgeon implanted the stem and 11mm spacer by necessity because, he had no time to change other one due to a setting time of a simplex.

Manufacturer narrative:
Associated devices: osteonic universal distal spacer, cat #1067-0010, lot #mkndxw. Osteonic universal distal spacer, cat #1067-0011, lot #mkltk9. The reported device and associated 11mm distal spacer were implanted in the pt and therefore, are unavailable for eval. However, the 10mm distal spacer will be evaluated. A supplemental report will be submitted upon completion of the investigation.